Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 5/18/2021, noted a correction under the 3500a follow-up #1 as the manufactured date and expiration date were not included. Therefore, processed ¿h4. Device manufacture date¿ and ¿d4. Expiration date¿.

Manufacturer narrative:
It was reported that a patient underwent a cardiovascular procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that during a cardiovascular procedure, the guidewire (0.032 inch - 180 cm) which comes with the carto vizigo¿ 8.5f bi-directional guiding sheath - small was separated into two parts at the tip. The physician noticed the damage prior to inserting the wire into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed to a new one of same type with a new wire. Procedure finished successfully without patient consequence. The device evaluation was completed on 4/19/2021. The product was returned to biosense webster for evaluation. Bwi conducted visual inspection of the returned device. Visual analysis of the returned vizigo sample revealed that the guide wire was separated, the outside of the wire (the coil) came off, the head side (tip) present signs that it was used excessive force and that damaged it. A device history record was performed and no internal actions related to the reported complaint were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the guidewire was subjected to excessive force. The instructions for use contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that during a cardiovascular procedure, the guidewire (0.032 inch - 180 cm) which comes with the carto vizigo¿ 8.5f bi-directional guiding sheath - small was separated into two parts at the tip. The physician noticed the damage prior to inserting the wire into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed to a new one of same type with a new wire. Procedure finished successfully without patient consequence. With the information available, this event is being conservatively assessed as a MDR reportable broken tip issue. Should more information become available, it will be reviewed and processed accordingly.